Manufacturer narrative:
(B)(4). Other - return of device not required at this time. Advised customer to perform screen calibration which resolved the problem. Any additional information received regarding this complaint will be submitted in a follow-up report.

Event description:
It was reported to vyaire that the uim touchscreen is freezing up. The customer stated there was no patient involvement.